Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose of 46 mg/dl, which was treated with juice. Customer reported of having sensor issues. Customer declined troubleshooting for low blood glucose stating that low blood glucose was due to not eating and not due to insulin pump. Troubleshooting was performed for sensor issues and customer was advised that sensors would be replaced.